Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.

Event description:
Reported 1 false positive sofia sars result for one 85 year old male patient. It is unknown whether the patient was asymptomatic or symptomatic. The customer communicated that the result was confirmed negative through pcr testing.